Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks for atrial tachycardia. The rhythm was detected in the vt-1 zone and accelerated to the vt zone where redetection was met and no detection enhancements were available. Tachycardia therapy was exhausted. Boston scientific technical services (ts) discussed programming options. Subsequently, the device was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.